Event description:
Reporter noted problems during surgery in three cases. Cassettes and handpieces were exchanged until system worked. Two patients had no consequences. One patient had corneal burn (od) during procedure; one suture used to close wound. Also had iris prolapse. Additional information received in 08/2005 noted procedure to repair iris would be done that day. Suture was removed at time of second eye (os) surgery. Outcome reported as good.